Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the proximal circumflex artery with moderate tortuosity and heavy calcification. Pre-dilatation was performed with a 1.5 x 8 mm mini trek at 12 atmospheres (atm), and a 2.5 x 8 mm mini trek at 12 atm; however, due to the anatomy, the lesion was not opened well enough to advance the stent. Additional dilatation was performed with a 2.5 x 8 mm nc trek balloon to open the calcified segment. Timi ii flow was observed, and the 3.0 x 33 mm xience prime stent was deployed at 12 atmospheres. While deflating the balloon of the stent delivery system, a distal edge dissection was observed. A xience prime stent was used to treat the dissection. The patient had a good result, with timi iii flow. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. The reported patient effect of dissection, as listed in the xience prime everolimus eluting coronary stent system instructions for use, is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4).evaluation summary:the device was returned for evaluation; however, this incident contained patient effects with no allegation of a device issue and, as such, is not on its own an indication of a product deficiency. Additionally, visual analysis was performed for the returned device and there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.